Event description:
While servicing the device onsite, the philips field service engineer (fse ) found error code 111c - data aquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed. No patient harm was reported.